Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in an arteriovenous fistula. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at less working pressure for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in an arteriovenous fistula. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at less working pressure for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 6.0 x80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 4mm distal of the distal markerband and extending approximately 35mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues or damage to the tip of the device. This concludes the product analysis.